Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced mattress is too soft; too much mattress immersion. There was no patient involvement.

Event description:
This report summarizes 0 malfunction events, where it was reported the devices experienced mattress is too soft; too much mattress immersion. There was no patient involvement.

Manufacturer narrative:
For the 3 devices that were pending, it was reported that the customer was dissatisfied with the nara mattress as designed and felt it was too soft. Per 21 cfr 820 this does not meet the definition of a complaint as there was no malfunction of a medical device, adverse event, or patient involvement. Therefore, no regulatory reporting is required. Section h codes have been updated.